Manufacturer narrative:
A field service engineer (fse) went on-site and performed a preventive maintenance (pm), rebuilt the ratio pump, decontaminated the ise module and replaced the sample probe. The issue was resolved.

Event description:
A customer contacted beckman coulter inc (bci) regarding false high sodium (na) and chloride (cl) results generated by the synchron cx5 delta clinical system that were reported outside of the laboratory and questioned by the physician. The samples were repeated and lower results were obtained and the original results were amended. There was no affect to patient treatment with regard to this event.